Event description:
It was reported that post-implant, an sosd alert was observed. Noise was present on all channels and it was suspected to be external noise causing false vf detection and the alert. The issue was resolved, however there is no information available as to the specific resolution.

Manufacturer narrative:
(B)(4).